Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post a stenting treatment procedure, stent thrombosis occurred. The patient presented at the time of the index procedure due to silent ischemia. Cardiac catheterization revealed a 75% stenosed and 24mm long lesion located in the mid left anterior descending coronary artery (lad) with a reference vessel diameter of 3.0mm. This was treated with predilation and placement of a 3.0x28mm ion stent resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. (B)(6) 2011: the patient presented due to chest pain and the patient was referred for further testing. 7 days later, a nuclear stress test revealed a moderate sized defect in the anterolateral segment of the left ventricle near the apex. 10 days later, the patient presented again due to chest pain and was referred for cardiac catheterization which revealed 90% in stent restenosis in the distal aspect of the previously deployed stent in the mid lad. This was reported to be stent thrombosis. This was treated with balloon angioplasty and deployment of a 3.0x16mm promus stent resulting in 0% residual stenosis. The event was considered resolved without residual effects and the patient was discharged the next day on aspirin and clopidogrel. It is the opinion of the physician that this event is related to the ion stent.

Event description:
It was further reported that the patient did not experience stent thrombosis. There was only restenosis. It was previously reported to be stent thrombosis.

Manufacturer narrative:
(B)(4).